Event description:
Pt fell in 1995 and suffered multiple fractures. Repair of his right ankle was done, but it had gone on to marked deformity with arthrosis of his ankle joint. Pt was brought in for plate removal and fusion/arthrodesis of his ankle joint.